Event description:
Subsequent to the initially filed report, additional information was received: user facility medwatch report received that states, "part of the wire broke off in patient. Attempted to retrieve/snare wire. Unsuccessful to remove the wire. The part of the wire that was removed was picked up by the company rep and sent to the company to be evaluated. Patient and family aware. Patient was brought back to the cath lab for reimaging on (B)(6) 2025." No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported material separation was confirmed. The reported difficult to advance and difficult to remove from anatomy was not confirmed as the exact conditions of the device during the procedure could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to advance and difficult to remove the guide wire from the anatomy appear to be related to circumstances of the procedure which likely led to the reported and observed material separation and tip damages. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was to treat lesions in the left anterior descending (lad) artery and diagonal arteries with heavy calcification. After a stent was implanted in the lad, the bmw guide wire (gw) was advanced to treat the diagonal artery and resistance was noted when the tip of the gw reached the diagonal. At that point the physician realized that the gw had been inadvertently advanced behind and through the stent that had been implanted in the lad. Therefore, the gw was removed and resistance was also noted due to the implanted stent. The physician had to apply excessive force due the gw becoming stuck with the stent and the tip of the gw became separated; therefore, a stent was implanted to embed the separated tip. When the stent was implanted to embed the tip it was noted that more of the gw was floating in the aortic arch; as a result a snare was used to remove the additional distal separated portion of the gw. However, not all of the separated portion of the gw was able to removed, as part of the gw was remained stuck behind the initially implanted stent and the proximal portion of the gw separation was hanging free floating in the aortic arch, but attached to the trapped portion. The patient is stable and there was no adverse patient sequela and no additional treatment is planned to be performed. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported material separation was confirmed. The reported difficult to advance and difficult to remove from anatomy was not confirmed as the exact conditions of the device during the procedure could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to advance and difficult to remove the guide wire from the anatomy appear to be related to circumstances of the procedure which likely led to the reported and observed material separation and tip damages. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The guide wire was removed with force. It should be noted that the instructions for use (IFU), gw, hi-torque revision b, warnings section) states: do not: push, auger, withdraw or torque a guide wire that meets resistance. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experience during removal. As such, an in-service letter will not be required.

Event description:
Subsequent to the previous report being filed, it was reported that on (B)(6) 2025 the patient return to the cath lab due to experiencing chest pain. Imaging was performed and angiography demonstrated the left coronary artery system to be opened. No further imaging is required. There was no treatment provided for the chest pain. No additional information was provided.